Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2022-00058. It was reported the patient's leads migrated causing ineffective stimulation. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention during which both leads were explanted and replaced resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.